Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Reference manufacturer report number: 3004209178-2015-93653.

Event description:
It was reported that the customer had a no delivery alarm last night and it came back again. Customer's blood glucose level was 183 mg/dl. Customer was transferred to the helpline. No further details given.